Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: the safety and effectiveness of the novasure system has not been fully evaluated in pts with a uterine sound measurement greater than 10cm. (B)(4).

Event description:
A physician attempted a novasure endometrial ablation on a pt with a uterus that sounded to 11cm. The cavity integrity assessment (cia) test was unsuccessful so the physician did a hysterectomy and confirmed no perforation. It was reported that the physician was then going to attempt an ablation with a competitive ablation device. Later that day, it was reported that the pt did sustain a uterine perforation, confirmed on hysteroscopy, however, it is not known when and how this event occurred. A dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted novasure ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain add'l info surrounding this event.